Event description:
It was reported that following the implantation of an elevate anterior graft, the patient experienced moderate vaginal infection. "Patient in office for 2 week post-op, vaginal discharge and odor were noted upon exam". Antibiotics were prescribed and the event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.